Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the patient was to have an infusion of etoposide/doxorubicin over a 22 hour period. The infusion was started on (B)(6) 2022 at 1614 and the bag finished on (B)(6) 2022 at 1145, approximately 2.5 hours early. The pump module was sequestered. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a,b,g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient was to have an infusion of etoposide/doxorubicin over a 22 hour period. The infusion was started on (B)(6) 2022 at 1614 and the bag finished on (B)(6) 2022 at 1145, approximately 2.5 hours early. The pump module was sequestered. There was patient involvement but no harm.